Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval, therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's "downstream occlusion is high." It was also reported there was no pt involvement.